Event description:
Patient's guardian reported, rupture on left side. And that "one side was a little weird". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, broken shell, missing shell (0-25%) and underweight. A visual and microscopic analysis was performed which identified, sharp broken on posterior and crease flat. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: a sharp pattern on posterior of broken device assessed, as an unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Patient's guardian reported rupture on left side and that "one side was a little weird." The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: rupture.